Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Event description:
It was reported that there was no capture on the right ventricular (rv) lead. Save-to-disk (s2d) review showed there was a patient alerts for high impedance and jump in lead impedance. It was suspected there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold rose from 1.625v to greater than 2.5v. Capture threshold has remained high. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 1349 ohms up from a trend in the 600-700 ohm range. (B)(4).